Manufacturer narrative:
The insulin pump was received with blank display due to broken interface board.

Event description:
It was reported of blank display. The customer's blood glucose level was unknown at the time of the incident. The customer changed the battery and the screen went blank. The product was returned for analysis.